Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for torn unit label with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for torn unit label with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle experienced a sterility breach. The following information was provided by the customer: material no. 368608 batch no. Unknown it was reported that the sticker on the caps are weak and easily fall off or loosens from the cap. I am wondering how the bd vacutainer eclipse blood needle is sterile? We have them at work and it is the only injection needle that doesn¿t have individual wrapping. It has a weak sticker on the caps that easily falls off or loosens from the cap defeating the purpose

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle experienced a sterility breach. The following information was provided by the customer: material no. 368608, batch no. Unknown. It was reported that the sticker on the caps are weak and easily fall off or loosens from the cap. I am wondering how the bd vacutainer eclipse blood needle is sterile? We have them at work and it is the only injection needle that doesn¿t have individual wrapping. It has a weak sticker on the caps that easily falls off or loosens from the cap defeating the purpose.